Manufacturer narrative:
Device not returned.

Event description:
It was reported that a malfunction alarm occurred after the customer changed the site and cartridge. The customer's blood glucose level was not impacted. It was confirmed that the customer had a backup method of insulin delivery available.